Manufacturer narrative:
(B)(4). After battery installation the insulin pump power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Analysis was unable to perform any test or verify no excessive no delivery/occlusion alarm due to frozen screen. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery. The customer's blood glucose was unknown at the time of incident. No delivery alarms during bolus and fixed prime. The customer was asked to use plunger and slowly push insulin through tubing, the insulin exists tubing. Performed the displacement verification test and the test passed. The self-test did not pass. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.